Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was investigated. As received, the monitor was able to successfully complete testing. Upon evaluation, however, contamination was found on multiple components including the j1, j1000, j1001, j502, c19, and lcd components. Review of the download data from the last patient to use this monitor indicated multiple abnormal shutdowns. The contamination could not be ruled out as a potential cause of the abnormal shutdowns and reported inability to complete testing. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.